Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of over 600 mg/dl. The customer was treated for the high blood glucose with a correction does of insulin. The customer did not feel well enough to troubleshoot the issue. It is unknown if the insulin pump caused the high blood glucose. The customer was not hospitalized. The customer did not return the product back for analysis.